Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced undersensing of cardiac rhythm which showed false asystole episodes. It was suspected that r-wave decreases with body positions therefore it was recommended to measure the r-waves and see how it varies. Programming changes were recommended to avoid false asystole episodes. Patient will be seen in the clinic in possibly one year and no intervention was performed. Physician was aware of the undersensing issue and was fine with it. Patient was stable.